Event description:
Noted 1cm laceration in right side of soft palate approx. 2cm in length and gaping open. Neonatal consult ordered; amphicillin ordered prophalactically. Infant had been suctioned at birth using bard (2oz with slim tip) ear & ulcer syringe.